Event description:
Spouse of home pt (hp) reports multiple incidents of receiving a "reload set alarm" during priming of homechoice cassette. Noted at end of prime. The hp did not attempt to reload the set. Instead, the hp's spouse replaced the cassette, using the same solution bags. No pt injury or medical intervention reported per spouse of hp.